Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2012, due to vaginal bleeding with extrusion of mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal tenderness and urine leakage. It was reported that patient concurrently underwent posterior colporrhaphy. It was reported that patient underwent removal of vaginal scar tissue with leep and closure of vaginal mucosa on (B)(6) 2013.

Event description:
It was reported that following insertion the patient experienced vaginal tenderness and urine leakage. It was reported that patient underwent removal of vaginal scar tissue with leep and closure of vaginal mucosa on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00999. The same patient is represented in each medwatch.